Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a loss of capture in the right ventricle three days post implant. It was reported that the lead had microdislodged. No patient symptoms were reported with this clinical observation.